Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose of 50 mg/dl at the time of the incident. It is also stated that customer treated his low blood glucose with food. The customer's blood glucose was 130 mg/dl at the time of call. Troubleshooting was performed. Advised to monitor the pump and suggest to call health care provider's to discuss possible causes of low blood glucose nothing will be returned for analysis.